Event description:
"Caller alleged discrepant results compared with the lab and results as follows:" date: (B)(6) 2011, inratio: 1.5, 2.6, 3.3, 3.5, lab: 2.5, doctor's meter: 2.1. First test patient had to milk finger a bit and took a bit of time to get sample to strip since this was his first time using the meter and cap tubes. For second result, patient used the same finger as the first test may have had to milk finger. For third and fourth results, patient used different fingers. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.